Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. It was reported that patient did not calibrate according to the user's guide. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: do not calibrate when your receiver screen is showing the falling signal arrow or double arrow, calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. No additional patient or event information is available.